Manufacturer narrative:
The other additional proglide referenced is being filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Reportedly, a femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein was attempted using two proglide devices via a 8fr sheath, after a ablation procedure. Reportedly, when the plunger was pulled removed, the suture of the of the proglide device came out and was unraveled with both proglide devices. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No imaging was taken prior to the procedure. No additional information was provided.